Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips touchscreen is not working. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer states that last week third party was on site performing work on unit and now the touchscreen is not working properly. Customer is requesting on site support.

Manufacturer narrative:
The field service engineer (fse) calibrated the touchscreen and vent was functioning properly. The fse powered the device on and off multiple times, and waited over an hour to make sure screen was properly functioning. The system meets the specification for the performed service and is returned to use.